Event description:
On (B)(6) 2009 at onset of treatment pt complains of headache, swollen tongue, hypotension to 60 mmhg. Dialysis stopped, pt treated with i.v. Benadryl and prednisone and sent to emergency room. As add'l info, this was second treatment on this dialyzer (rexeed-21sx). The next treatment was done in a hosp on a dialyzer of a different MFR.

Manufacturer narrative:
The actual used dialyzer was not returned to us for investigation. Hypotension, headache could occur during dialysis treatment such as pt condition (including primary disease and treatment condition), dialyzer (membrane material and compatibility), blood tubing, operating condition, treatment condition, combined medicine including anticoagulants and others. The caution for these events are described in instruction for use. Add'l info, lot number of the dialyzer used for this pt is unk, but after reviewing the shipping history to this hosp, it is likely that either #09zj18 or #193m3t was used. We, therefore, reviewed the mfg and quality control records for the dialyzer of lot no. #09zj18 and #193m3t, and no abnormality was found in the records.